Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted tibial insert found a wear pattern and crazing suggesting the femoral component may have been oversized with respect to the size of the insert. In addition to the scratches apparent on the bearing surface of the tibial component, there is substantial dulling or haziness of the previously polished surface, also consistent with wear between the mobile insert and tibial component. Review of patient radiographs found evidence of a bone void/cyst adjacent to the tibial tray in the lateral proximal tibia. The investigation could not verify or identify any product contribution to the reported patient pain or tibial cyst with the information provided. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient developed pain and a tibial cyst, so the surgeon decided to perform revision surgery.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.